Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange of textured devices.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell and white calcification in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell, wear abrasion and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening; missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. The device has been explanted.